Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two leads (from the same lot). It was reported the pt experienced numbness in her left foot when the stimulation was activated. It was also reported the pt has fallen on several occasions. Over time the numbness diminished and the pt¿s foot felt better when the stimulation was on. No further complications have been reported.